Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infection. It was also reported that the patient suffered from superior vena cava syndrome. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.